Event description:
It was reported that during the implant attempt, due to the patient's anatomy, the lead dislodged when slitting the sheath. The physician tried several sheaths and finally was able to fix the lead. The lead remains in use. No patient complications have been reported as a result of this event.